Event description:
It was reported that the 3pk n5 hook for hook handle (cev2295a) melted during a procedure. Generator assessment was performed by a 3rd party maintenance company and named supplier. The "supplier's assessment appears to be compliant." The issue identified was "lack of knowledge of electrosurgery settings, which may have caused an over voltage beyond the hook's tolerance". It was reported that there was risk of burn and risk of plastic particles falling into the patient; however, no patient injury, death or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Update fields: g3, g6, h2, h6 (investigation findings), h11. H6 (investigation findings), was changed from c23 to c11.

Manufacturer narrative:
The 3pk n5 hook for hook handle (cev2295a) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the n5 hook for hook handle (cev2295a) verified the problem statement as confirmed. The blue coating was melted on the tip side. Root cause analysis: it was determined that the reported problem was likely due to the use of voltage that was too high or a prolonged activation of the device. A corrective and preventative action is being processed regarding this problem and to confirm the root cause.